Manufacturer narrative:
Based on the investigation findings the complaint is confirmed as the implant coil is detached from the delivery pusher. The most likely root cause for this compliant is due to the device being expose to excessive force during retraction. (B)(4)

Event description:
It was reported from (B)(6) that during the embolization treatment of an aneurysm on the left ramus communicans posterior artery, the coil was positioned with approximately 12cm of coil within the aneurysm. During positioning, the coil prematurely detached partially within the aneurysm and the microcatheter. An attempt was made to retrieve the coil using a gooseneck snare and a solitaire unsuccessfully. It was decided to implant a neuroform atlas stent. The stent was not covering the coil remnant completely. A casper was deployed to hold the coil intact to the ica wall successfully. The procedure was ended. The patient was reported to be doing well.